Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of the sample revealed a piercing through which a glass shard protruded in the applicator bulb. A piercing in the butyrate tube was also observed. These piercings coincided in position. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy on (B)(6) 2015 and topical skin adhesive was used. During the procedure when the physician¿s assistant cracked the ampoule, a shard broke through the seal into the glove. A like device was used to complete the procedure. There were no adverse patient consequences.